Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2015, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported, that when the physician attempted to advance the pxc271000/10788651 device through the 18fr dryseal sheath there was resistance and the deployment line broke while the leading olive was going through the sheath valve. The device was withdrawn over the wire and was not implanted. The device was destroyed at the hospital, therefore no further investigation can be completed. A new device was used, there was no further sequela. The patient tolerated the procedure.